Manufacturer narrative:
(B)(4).

Event description:
Procedure: total laparoscopic hysterectomy. According to the reporter: while closing the vaginal cuff using this needle in the endostitch, the needle broke and part of it was in the cuff. Retrieved one piece under fluoro and the other half of the needle was still in instrument. There was no tissue damage of pt injury. There was no more then 2500cc of unanticipated blood loss. The case was delayed more then 30 minutes as a result of the problem, however, no medical intervention was required as a result of the delay of surgery.